Event description:
The implant of this lv lead was difficult, the coronary sinus had bad anatomy. This lead was placed in a posterior lateral vein that was the only suitable vein. The electrical values were not optimal and the best threshold was 2.0v/1.5 @ lv1-lv2. Two days after implant at a followup, the thresholds were out of range. The physician decided to replace this lead the next day on (B)(6) 2018.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis was thus based on the inspection of the quality documents associated with the manufacture of this particular device.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided follow up data from the (B)(6) 2018 included data of another lead, most likely the subsequently implanted lead. Thus no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.should additional information or the device itself become available for analysis, the investigation will be updated.